Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label print failures caused by incorrect printer configuration and multiple zebra drivers. A technical support specialist (tss) consulted with field service engineer (fse) to confirm the correct printer model (zd410), all unnecessary drivers were removed. The device was rebooted, the correct driver reinstalled, and printer settings configured properly. Dither settings were adjusted to improve print clarity as user mentioned before about printing quality, and the customer confirmed successful printing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the insulin label printer was not printing. However, there were no delays or adverse events or injuries reported based on this event.